Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: procedure: nephrectomy. During the case, the grasping was too weak and the cutting was dull. Another device was used to complete the case.